Event description:
It was reported that pump displayed cartridge change error and cartridge did not snap into place. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect cartridge O-ring, clean pneumatic tap area, and attempt to reattach and load cartridge, but cartridge still did not load successfully and troubleshooting on cartridge fit issue was ongoing with Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.